Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The manta ray plate was implanted to complete the surgery and was not available for evaluation by theken. The issue was addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a surgical procedure to implant the manta ray anterior cervical plate, the spring arm that prevents the implanted screw from backing out caught on two of the four screws that were used. The surgeon removed the two screws and replaced them with rescue screws, however, the spring arm did not come over the rescue screws either, so the surgeon used a curette to move the spring arm over the head of the screws. There was no adverse outcome for the patient.